Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - the foreign material in the biopsy channel was domestic bracket. However, it was not possible to specify the root cause, nor presume a root cause of the foreign material in the biopsy channel. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "preparation and inspection - inspection of the instrument channel and forceps elevator - confirm that the forceps elevator is lowered, then insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer (fse) onsite evaluated the device and found debris in the channel and removed it. The device was sent in for further evaluation but the results are still pending. The investigation is on-going, and a supplemental will be submitted upon completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the biopsy tube of the videoscope got stuck with non-olympus treatment accessories and could not be removed during preparation for use for a duodenoscopy procedure. The procedure was completed with a replacement device. The device was returned and there was foreign material in the instrument channel tube. There was no patient harm associated with the event.